Event description:
The evoke spinal cord stimulation (scs) system was explanted.

Manufacturer narrative:
Additional information: section b3. Section b5. Section d6b. Section g3 date received by manufacturer . Section g6. Section h1/h2. Section h6 evaluation codes. The evoke scs system was explanted and not returned to saluda for analysis.

Event description:
After implant of an evoke spinal cord stimulation (scs) system, the patient presented to the emergency room reporting a new pain starting in the left leg. A magnetic resonance imagery (MRI) was performed which revealed no abnormalities . Prescription pain management medication was administered. It was noted the physician felt the pain would resolve with time and was not related to device. Approximately two weeks later, saluda personnel was notified that the patient was admitted to the hospital due to pain levels. An MRI is scheduled. Additional information was requested but not available at time of report.

Manufacturer narrative:
The evoke spinal cord stimulation system remains implanted and was not returned for analysis. Per the event description, the physician does not believe the device contributed to the reported event. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.